Event description:
It was reported that the inner cannula of the tracheostomy tube cracked after 3 to 5 days of use. This product complaint was received from a home care patient. No patient injury or complications were reported in relation to this event.